Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 400 mg/dl. The customer stated that he could not walk and had been vomiting for a week straight. He stated that he had to change his insertion site every 2 days. He was treated with intravenous insulin upon admission and had been wearing the insulin pump at the time of the event. He reported that he had been having high blood glucose for about a week leading up to the event. He declined to perform the high pressure test during troubleshooting. The blood glucose readings reached as high as the 700 to 900 mg/dl range. He had received a low reservoir alarm since the high blood glucose issues began. The most recent blood glucose reading was 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.